Event description:
Patient was revised to address poly wear of the liner.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A review of the device history records was also not possible, as the lot code required for retrieval was unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since 05/2001. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.